Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When the returned devices were being inspected by the manufacturer, it was noted that the cable should be a complained device and not a concomitant device.

Manufacturer narrative:
A manufacturing evaluation was completed: the device was received with a large piece of cable stuck in tensioner. Following the removal of the lodged cable the tensioner passed functional inspection. Device history record review was conducted and found that the device met specification prior to shipping. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date cable became stuck is not known. Device is an instrument and is not implanted/explanted. (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review for part # 391.201 lot # p197054 release to warehouse date: 07jan2015 no ncrs were generated during production. Review of device history records showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it is reported that part of an unknown cable became stuck in the cable tensioner and could not be removed. Issue occurred post-operatively, no patient involvement. Concomitant devices reported: cable (part number unknown, lot number unknown, quantity 1). This report is for one (1) cable tensioner. This is report 1 of 1 for (B)(4).